Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving two separate products; associated MDR 1225714-2014-02221, 1225714-2014-02222, 1225714-2014-02223, 1225714-2014-02224, 1225714-2014-02225 and 1225714-2014-02226.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2009, (B)(6) 2012, and a cardiovascular event on (B)(6) 2013 and subsequently expired after the use of the product.